Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown morphine at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that there was a suspected flipped pump and the hcp had refill difficulties. The hcp could not access the pump on (B)(6) 2016 at the refill. An ap image of the pump implanted on the right side was performed. It was confirmed that the port did appear to be oriented in the wrong direction indicating a flipped pump. There were no symptoms reported. Additional information was received on (B)(6) 2017. The pump was revised in the past couple weeks. The representative stated it was found that the sutures had come loose from the suture loops on the pump. The representative was on site to assist with a refill/drug change. The drug had been changed out successfully. The hcp performed a catheter dye study to verify the catheter was still in the intrathecal (it) space. There were no new issues that were identified. The old drug in the pump was 25 mg/ml morphine at a dose of 1.9 mg/day (0.076 ml/day) and the new drug in the pump was 1 mg/ml morphine at a dose of 1.9 mg/day (1.9 ml/day). The catheter volume was 0.251 ml. The catheter was aspirated and the only drug in the path was in the internal tubing. The flow rate was increased and the internal tubing volume of 0.289 ml needed to be bridged. The bridge bolus was expected to last 92 hours and 15 minutes.